Event description:
User facility reports that during operative procedure; working jaw of pituitary broke off in the pt's back. The piece was retrieved from the wound. The pt was discharged home the following day in stable condition and was able to ambulate off the unit without difficulty.